Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via e-mail that during an acl reconstruction surgery while pulling the graft into the femoral tunnel with the rgdloop adjustable long , the white loop shortening suture was being pulled, it broke. 5-10 minutes delay. Another rigidloop adjustable long was put as an alternate fixation in femur.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: partial device received h3, h6: investigation summary the device was received for evaluation. Visual inspection reveals that the reported broken adjusting suture has not been returned with the device. There are no anomalies noted on the other two pieces of suture and the anchor. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint cannot be confirmed because the adjusting suture that was reported as broken was not returned and could not be evaluated. A manufacturing record evaluation was performed for the finished device lot number on 9-12-2019, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. H3, h4, h6: a review of the device history record device history lot no non conformances were identified for this part number, lot number combination per qlik query executed on 9/12/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.